Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Customer reloaded the same cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.